Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01851. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention took place on (B)(6) 2020 to explant and replace both leads. Effective therapy was established post surgery.